Manufacturer narrative:
The manufacturer is still waiting for the arrival of the IV set.

Event description:
The user reported that an IV set was leaking directly above the filter. The solution used was paclitaxel. The rate of the infusion was 274 mll/hour. No patient injury or harm occurred.

Manufacturer narrative:
The reported leaking issue was confirmed. Zyno medical received the investigation report from the contract supplier on 07/31/2017. The root cause was identified as the crack of the adhesion transition joint that connected the filter and the administration set. Zyno medical has received similar complaints in 2015, and thus the contract supplier has initiated corrective action to remove the transition joint in the product design on 04/18/2015. Details of the root cause analysis can be found in the attached report. (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00118).